Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-02534. It was reported the patient's scs system was not providing adequate pain relief for the patient. Consequently, surgical intervention was taken and the physician repositioned the leads to the bottom t8/t9. Effective stimulation therapy was reportedly resumed postoperatively.